Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service could not confirm or reproduce the customer¿s reported image issue. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is possible there was foreign material, such as dirt or dust, on the connector between the camera head and the subject device, which prevented proper video transmission and the endoscopic image from being displayed. However, a definitive root cause of the reported issue could not be determined. During inspection and testing, service found that the plastic part of the dvi (digital visual interface) connector port on the printed circuit board was damaged, and the rear panel lettering on the keyboard section was fading. Per the legal manufacturer, these issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility reported that there was no image displayed when the camera head was connected to the subject device. The screen was completely dark. There was no patient or user injury reported due to the event. Additional details were requested regarding the reported event; however, no additional information was received from the customer.